Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurement, measuring greater than 3000 ohms. The patient was referred to another physician for device/lead revision procedure. The patient was seen in-clinic on (B)(6) 2022, the physician had explained the situation to the patient, the patient will decide if the patient wants to continue to be monitored and perform lead integrity testing or have a system revision. It is at the patients discretion to take some time to think about how to proceed. No adverse patient effects were reported. This ra lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurement, measuring greater than 3000 ohms. The patient was referred to another physician for device/lead revision procedure. The patient was seen in-clinic on (B)(6) 2022, the physician had explained the situation to the patient, the patient will decide if the patient wants to continue to be monitored and perform lead integrity testing or have a system revision. It is at the patients discretion to take some time to think about how to proceed. No adverse patient effects were reported. This ra lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurement, measuring greater than 3000 ohms. The patient was referred to another physician for device/lead revision procedure. The patient was seen in-clinic on (B)(6) 2022, the physician had explained the situation to the patient, the patient will decide if the patient wants to continue to be monitored and perform lead integrity testing or have a system revision. It is at the patients discretion to take some time to think about how to proceed. No adverse patient effects were reported. This ra lead remains in-service. Additional information was provided, it was reported that the ICD system was explanted and replaced with a resonate system. During the explant procedure, when attempting to extract the ra lead, the lead tip got damaged and was left abandoned in the auricola. The ICD and rv lead were able to be explanted successfully. The procedure was completed, and no additional adverse patient effects were reported. The device and rv lead are expected to return for analysis. The ra lead remains implanted but electronically deactivated and will not return for analysis.

Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became detached due to a combination of factors including manipulation during removal, lead design, and patient anatomy.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurement, measuring greater than 3000 ohms. The patient was referred to another physician for device/lead revision procedure. The patient was seen in-clinic on (B)(6) 2022, the physician had explained the situation to the patient, the patient will decide if the patient wants to continue to be monitored and perform lead integrity testing or have a system revision. It is at the patients discretion to take some time to think about how to proceed. No adverse patient effects were reported. This ra lead remains in-service. Additional information was provided, it was reported that the ICD system was explanted and replaced with a resonate system. During the explant procedure, when attempting to extract the ra lead, the lead tip got damaged and was left abandoned in the atrial auricle. The ICD and rv lead were able to be explanted successfully. The procedure was completed, and no additional adverse patient effects were reported. The device and rv lead are expected to return for analysis. The ra lead remains implanted but electronically deactivated and will not return for analysis.